Event description:
It was reported to resmed that a patient's astral 150 ventilator values were not aligned with the patient's baseline. The patient was subsequently hospitalized and placed on a hospital ventilator, where the values returned to baseline.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4); medwatch ref#: mw5167128.